Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. Pump passed displacement test, operating currents, self test and off no power test. No blank display noted. Device was received with battery cap damage due to stripped coin slot no corroded found at battery cap.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.